Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The user's guide states to disconnect from the infusion set when performing the prime/rewind steps to prevent an accidental over delivery of insulin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump emitted a ¿prime¿ alarm. It was noted that the user may have primed the tubing while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.